Manufacturer narrative:
The insulin pump was received with operating currents within specification. No unexpected low battery alarms noted. The insulin pump passed basic occlusion test and displacement test. No motor error alarms noted. Analysis was unable to prime insulin pump during prime test due to force sensor resistor damage by moisture. The insulin pump alarmed unexpected restart after battery installation due to broken solder joint at interface board. No external ram error alarms were noted. The motor and electronic were found with corrosion per visual inspection. The insulin pump was received with cracked case at display window corners and battery tube threads. Unit received with severely scratched display window. The insulin pump was received with foreign debris under window. Several history error alarms were found at the alarm history file. The insulin pump history error alarms due to a corrupted history file. Unable to test motor due to corrosion damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, external ram error alarm, history error alarm and motor error alarm. The blood glucose at the time of the incident was 192 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.